Event description:
On (B)(4) 2012, customer reported that she received a glucose reagent cartridge that had leaked due to a loose cap. No exposure or injuries were reported and no erroneous patient results were generated. Beckman coulter sent a replacement cartridge to the customer.

Manufacturer narrative:
(B)(4).